Manufacturer narrative:
(B)(4); date sent: 6/20/2023; d4: batch # 258c62. Additional information was requested, and the following was obtained: what were the indications for surgery? For cancer. What surgical procedure was performed? Additional suture was done. The complaint device was reported as a cdh23p. Was there any issue with the cdh-b device? There was no issue for cdh-b. This event had happened when the device in this kind of procedure was change from cdh-b to cdh-p in this hospital. Please provide the exact product code for the b device; cdh21b. Did the patient receive any preoperative chemotherapy or radiation? The sales rep tried to get the information but no information was provided. What is meant by, ¿20% of tissue on the esophageal side was lost when firing?¿ incomplete donut? Incomplete donut. What was purse string technique used on the esophagus? Using purse-string instrument did the hospital stay extended longer than normal for this type of surgery? No. What structure was the anastomosed? The sales rep tried to get the information but no information was provided. Was this to the jejunum or the intestine? Jejunum. The device was used for the anastomosis of esophagus an jejunum. What healthcare professional fired the device and what is his/her experience with the device? The device was fired by young doctor. But the old professional checked how to do the purse string, selection of staple height and removing the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The sales rep tried to get the information but no information was provided. The indicator was in the area of green. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The sales rep tried to get the information but no information was provided. Were there any issues with device use/firing? No. The staples were formed properly. No issue of removing the device. What confirmation was received that the device completed the firing sequence? Dr. Felt the feedback to the hand. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? The sales rep tried to get the information but no information was provided. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. The sales rep tried to get the information but no information was provided. Were there any issues noted with staple formation? If so, please describe the shape and location. No. What is the current patient status? The patient was stable. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe that there was difficulty with the device that led to the post-op complication? If so, why?

Manufacturer narrative:
(B)(4). Date sent: 7/12/2023. Additional information was requested and the following was obtained: does the surgeon believe that there was difficulty with the device that led to the post-op complication? If so, why?: the surgeon found no abnormalities in the manipulation of the device (tightening or removal of the adjusting knob) or in the staple formation.

Manufacturer narrative:
(B)(4); date sent: 5/31/2023; batch # a9c50w; attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: there was no problem in removing the device and staple form. It is unknown that if washer breaking sound was heard or not, but the surgeon felt that the washer breaks. It was the first operation after the device was changed from cdh-b to cdh-p. The briefing session was held few days before the operation. So there was no problem in usage instructions. Young surgeon fired the device, but the experience doctor checked when purse suturing, selecting the staple hight, and removing the device. The surgeon's comment: the target tissue was stiff. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? The complaint device was reported as a cdh23p. Was there any issue with the cdh-b device? Please provide the exact product code for the b device. Did the patient receive any preoperative chemotherapy or radiation? What is meant by, ¿20% of tissue on the esophageal side was lost when firing?¿ incomplete donut? What was purse string technique used on the esophagus? Did the hospital stay extended longer than normal for this type of surgery? What structure was the anastomosed? Was this to the jejunum or the intestine? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic total gastrectomy, about 20% of the tissue on the esophageal side was lost when firing. A small amount of tissue remained on the lumen side of the lost part, and it was in a state of being somehow connected. Additional sutures were performed to complete the case. The patient¿s condition was no problem on the day after the operation, and is under observation for several days. No further information is available.